Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not required. Functional testing was able to replicate the reported issue; the device could not be locked because the flex circuit sensor was defective. The root cause was determined to be the flex circuit sensor. The flex circuit sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not recognize the cassette. There was unknown patient involvement and unknown patient harm.